Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported cardiogenic shock and patient outcome, as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that the patient expired on (B)(6) 2020 due to cardiogenic shock. No autopsy was performed. The device was not explanted and will not be returned for evaluation. Per additional information from the vad coordinator, the patient outcome was not believed to be device related and the device operated as expected. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2020. The heartmate 3 lvas IFU is currently available. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to cardiogenic shock. No additional information was provided. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation. The device operated as expected.